Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received pump messages to load a new cartridge. During troubleshooting with tandem technical support (cts), cts confirmed in the pump logs an altitude alarm was received. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge and resume insulin delivery.